Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been competed. The reported problem (not charging battery packs) has been confirmed. Upon investigation, the battery charger was resetting. The cause for the inability to charge was isolated to a shorted u13 cmos flash microcontroller on the bedside board. The root cause for the shorted component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem. The patient rec'd a replacement battery charger/modem.

Event description:
A zoll territory manager (tm) contact zoll customer support to report that a (B)(6) male patient reported that his battery charger/modem was not charging his battery packs. The patient was issued a replacement battery charger/modem.